Event description:
It was reported that the patient was hospitalized after suffering a lot of seizures the night prior. The physician reported that the patient's seizures are just starting to slow down and that device interrogation was within normal limits. The physician could not answer whether or not the increase in seizures was above the patient's pre-vns baseline frequency. No additional information was provided. Attempts to obtain additional information will be made. Successful (ok/1.5/ok/2342/no). The physician couldn't answer the relationship to the vns at that time for the recent increase, so he was told he would follow up with him later to he could finish with the patient. No further details were discussed at that time.

Manufacturer narrative:
.